Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 19-oct-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod overriding a portion of the lens in the cartridge tip. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly were identified. There was viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens was torn, and pieces were stuck inside of the cartridge. The pieces were removed, and the entire lens was cleaned, revealing that one haptic was detached. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: na as the lens was not implanted. Section d6b: na as the lens was not implanted; therefore, not explanted section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was excessive pressure while the final turns of the plunger was being done. The surgeon thinks the lens may be cracked or damaged. No further information is available. Additional information revealed that there may not have been enough provisc in the cartridge to lube the plunger. Lens may look like it had a little scratch on it. The tip of the cartridge was in the eye and maybe a millimeter or two of the lens was in the eye. The lens never left the cartridge completely. No further information available.